Manufacturer narrative:
Occupation: other, senior counsel, litigation. As reported by the legal brief, the patient underwent placement of a vena cava filter. The information does not specify if the filter was an optease or a trapease filter. The filter subsequently malfunctioned and caused injury and damages to the patient including, but not limited to, shortness of breath, pleuritic left-sided chest pain, and issues with leakage of his pic line in his right arm. A CT scan of his chest performed on twelve years and two months post implant revealed massive bilateral pulmonary emboli with evidence of left-sided saddle embolus at the left main pulmonary artery. There was evidence of extensive right sided clot burden as well. It was also noted from this CT scan that multiple limbs of the filter are clearly fractured/broken with several filter struts projecting outside the lumen of the ivc vein. This condition progressed causing injuries, including injuries requiring medical treatment and hospitalization and anticoagulation therapy.

Event description:
As reported by the legal brief, the patient underwent placement of a vena cava filter. The information does not specify if the filter was an optease or a trapease filter. The filter subsequently malfunctioned and caused injury and damages to the patient including, but not limited to, shortness of breath, pleuritic left-sided chest pain, and issues with leakage of his pic line in his right arm. A CT scan of his chest performed on twelve years and two months post implant revealed massive bilateral pulmonary emboli with evidence of left-sided saddle embolus at the left main pulmonary artery. There was evidence of extensive right sided clot burden as well. It was also noted from this CT scan that multiple limbs of the filter are clearly fractured/broken with several filter struts projecting outside the lumen of the ivc vein. This condition progressed causing injuries, including injuries requiring medical treatment and hospitalization and anticoagulation therapy.

Manufacturer narrative:
It was reported that a patient underwent placement of an unknown cordis inferior vena cava (ivc) filter. The information provided indicated that the filter subsequently malfunctioned and caused shortness of breath, pleuritic left-sided chest pain and issues with leakage of the patient's right arm peripherally inserted catheter (pic) line. A computerized tomography (CT) scan of the chest performed about twelve years and two months post implant revealed massive bilateral pulmonary emboli (pe) with evidence of left-sided saddle embolus at the left main pulmonary artery. There was evidence of extensive right sided clot burden as well. It was also noted from this CT scan that multiple limbs of the filter are clearly fractured/broken with several filter struts projecting outside the lumen of the ivc vein. According to the medical records, the patient was reported to have an extensive medical history, including a history of a motor vehicle accident sustaining multiple injuries with resultant intracranial hemorrhage, left and right ankle fractures, and l1 fracture. The patient was incapacitated and in a "coma" for an extended period and had a percutaneous feeding tube which was ultimately removed. While hospitalized, the patient experienced a pe which ultimately led to an ivc filter placement. Approximately twelve years post implant, the patient presented to the emergency room with complaints of back pain. A lumbar CT scan was performed and showed degenerative changes with chronic compression and fracture of l3, in addition to right paracentral disc protrusion, and moderate central canal stenosis. A filter was seen in the ivc. The patient was discharged the same day. Three months later, the patient returned to the hospital with chest pain and hemoptysis. A CT angiogram demonstrated bilateral pulmonary emboli with evidence of left sided saddle embolus in the left pulmonary artery. The patient was noted to have a single lumen PICC line in the right arm that was removed. Ultrasound of bilateral lower extremities was negative for deep vein thrombosis. A CT scan of the abdomen showed the ivc filter in appropriate position just below the renal veins with multiple fractured filter limbs and several projecting outside the lumen of the ivc. There was no obvious intraluminal thrombus noted in the ivc or the filter. The patient was transferred to another facility for clot extraction three days later. Additional information received indicated that, approximately twelve years post implant, a bilateral upper extremity ultrasound duplex scan noted deep vein thrombosis (dvt) of the right upper extremity near the entry of the PICC line within the proximal basilic vein at the junction of the right brachial vein. The left upper extremity was negative for dvt. A CT venogram obtained showed no evidence of thrombus associated with the ivc filter or elsewhere in the abdomen /pelvis. The ivc filter appeared to be fractured in multiple locations. No intervention was recommended by interventional radiology (ir) at the time of the exam given the high risk of ivc filter fragment embolization if retrieval was attempted and no need for surveillance was recommended unless the patient became symptomatic. The patient was noted to be uncooperative during the hospitalization, disconnecting the heparin drip, verbally abusive to the staff, with impulsive explosive behavior. Four different radiological CT images provided appear to depict a cordis type filter. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The trapease ivc filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Recurrent pulmonary embolism is a known potential complication of filter implantation and is listed in the instructions for use (IFU) as such. Rather, patient, vessel characteristics and pharmacological factors may have contributed to this event. Vessel perforation is a known adverse event associated with implanting vena cava filters and is listed as such in the IFU. The IFU also notes vessel damage such as intimal tears and perforation as procedural and long-term complications related to ivc filters. Without procedural films or post implant imaging available for review, the reported events could not be confirmed or further clarified. The IFU states filter fracture is a potential complication of vena cava filters. Anatomic locations that create concentrated stress points from filter deformation (for example, deployment at apex of scoliosis, overlapping of either of the renal ostia, or placement adjacent to a vertebral osteophyte) may contribute to fracture of a particular filter strut. Pain does not represent a device malfunction and may be related to underlying patient specific issues. There is nothing to suggest that the reported event is related to the design and/or manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
Medical records received for review contained the medical administration, laboratory results, imaging results from the facility that the patient was transferred to for clot extraction about twelve years and six months post filter placement. It was reported that a cordis trapease ivc filter had been indicated for prevention of recurring pulmonary embolism (pe). A bilateral upper extremity ultrasound duplex scan noted deep vein thrombosis (dvt) of the right upper extremity near the entry of the PICC line within the proximal basilic vein at the junction of the right brachial vein. The left upper extremity was negative for dvt. A CT venogram obtained showed no evidence of thrombus associated with the ivc filter or elsewhere in the abdomen /pelvis. The ivc filter appeared to be fractured in multiple locations. No intervention was recommended by interventional radiology (ir) at the time of the exam given the high risk of ivc filter fragment embolization if retrieval was attempted and no need for surveillance was recommended unless the patient became symptomatic. The patient was noted to be uncooperative during the hospitalization, disconnecting the heparin drip, verbally abusive to the staff, with impulsive explosive behavior. Four different radiological CT images provided appear to depict a cordis type filter.

Manufacturer narrative:
It was reported that a patient underwent placement of an unknown cordis inferior vena cava (ivc) filter. The information provided indicated that the filter subsequently malfunctioned and caused shortness of breath, pleuritic left-sided chest pain and issues with leakage of the patient's right arm peripherally inserted catheter (pic) line. A computerized tomography (CT) scan of the chest performed about twelve years and two months post implant revealed massive bilateral pulmonary emboli (pe) with evidence of left-sided saddle embolus at the left main pulmonary artery. There was evidence of extensive right sided clot burden as well. It was also noted from this CT scan that multiple limbs of the filter are clearly fractured/broken with several filter struts projecting outside the lumen of the ivc vein. This condition progressed causing injuries, including injuries requiring medical treatment and hospitalization and anticoagulation therapy. According to the medical records, the patient was reported to have an extensive medical history, including a history of a motor vehicle accident sustaining multiple injuries with resultant intracranial hemorrhage, left and right ankle fractures, and l1 fracture. The patient was incapacitated and in a "coma" for an extended period and had a percutaneous feeding tube which was ultimately removed. While hospitalized, the patient experienced a pe which ultimately led to an ivc filter placement. Approximately twelve years post implant, the patient presented to the emergency room with complaints of back pain. A lumbar CT scan was performed and showed degenerative changes with chronic compression and fracture of l3, in addition to right paracentral disc protrusion, and moderate central canal stenosis. A filter was seen in the ivc. The patient was discharged the same day. Three months later, the patient returned to the hospital with chest pain and hemoptysis. A CT angiogram demonstrated bilateral pulmonary emboli with evidence of left sided saddle embolus in the left pulmonary artery. The patient was noted to have a single lumen PICC line in the right arm that was removed. Ultrasound of bilateral lower extremities was negative for deep vein thrombosis. A CT scan of the abdomen showed the ivc filter in appropriate position just below the renal veins with multiple fractured filter limbs and several projecting outside the lumen of the ivc. There was no obvious intraluminal thrombus noted in the ivc or the filter. The patient was transferred to another facility for clot extraction three days later. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The trapease ivc filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Recurrent pulmonary embolism is a known potential complication of filter implantation and is listed in the instructions for use (IFU) as such. Rather, patient, vessel characteristics and pharmacological factors may have contributed to this event. Vessel perforation is a known adverse event associated with implanting vena cava filters and is listed as such in the IFU. The IFU also notes vessel damage such as intimal tears and perforation as procedural and long-term complications related to ivc filters. Without procedural films or post implant imaging available for review, the reported events could not be confirmed or further clarified. The IFU states filter fracture is a potential complication of vena cava filters. Anatomic locations that create concentrated stress points from filter deformation (for example, deployment at apex of scoliosis, overlapping of either of the renal ostia, or placement adjacent to a vertebral osteophyte) may contribute to fracture of a particular filter strut. Pain does not represent a device malfunction and may be related to underlying patient specific issues. There is nothing to suggest that the reported event is related to the design and/or manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal brief, the patient underwent placement of a vena cava filter. The information does not specify if the filter was an optease or a trapease filter. The filter subsequently malfunctioned and caused injury and damages to the patient including, but not limited to shortness of breath, pleuritic left-sided chest pain and issues with leakage of the patient's right arm peripherally inserted catheter (pic) line. A computerized tomography (CT) scan of the chest performed about twelve years and two months post implant revealed massive bilateral pulmonary emboli with evidence of left-sided saddle embolus at the left main pulmonary artery. There was evidence of extensive right sided clot burden as well. It was also noted from this CT scan that multiple limbs of the filter are clearly fractured/broken with several filter struts projecting outside the lumen of the inferior vena cava (ivc) vein. This condition progressed causing injuries, including injuries requiring medical treatment and hospitalization and anticoagulation therapy. Per the medical records, the patient was reported to have an extensive medical history, including a history of motor vehicle accident sustaining multiple injuries with resultant intracranial hemorrhage, left and right ankle fractures, and l1 fracture. The patient was ill and incapacitated and in a "coma" for an extended period and had a percutaneous feeding tube which was ultimately removed. While hospitalized, the patient suffered a pulmonary embolism (pe) which ultimately led to an ivc filter placement. About twelve years after the filter was implanted, the patient presented to the emergency room (ER) with complaints of back pain. The patient had a history of accident which resulted in fractures of the lumbosacral spine. A computerized lumbar tomography (CT) scan was performed and showed degenerative changes, sever, at l5-s1 with chronic compression and fracture of the l3 vertebral body, in addition to right paracentral disc protrusion, moderate central canal stenosis. A filter was seen in the inferior vena cava (ivc). The patient was discharged the same day. Three months later, the patient returned to the hospital with chest pain and hemoptysis. A CT angiogram demonstrated bilateral pulmonary emboli with evidence of left sided saddle embolus in the left pulmonary artery. The patient was noted to have a single lumen PICC line in the right arm that was removed. Ultrasound (u/s) of bilateral lower extremities was negative for deep vein thrombosis (dvt). A CT scan of the abdomen showed the ivc filter in appropriate position just below the renal veins with multiple fractured filter limbs and several projecting outside the lumen of the ivc. There was no obvious intraluminal thrombus noted in the ivc or the filter. The patient was transferred to another facility for clot extraction, three days later.